Event description:
It was reported that during an unk procedure, the surgeon was not able to close the jaws during procedure. No further details given. No pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the clamp arm detached.